Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the act button of insulin pump was unresponsive. The customer¿s blood glucose level was 6.4 mmol/l at the time of incident. Customer stated that they need to press 3 to 4 times to activate. The customer was advised to observe time clock for one minute to verify if time advances, however time was advancing. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.